Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. The steerable guide catheter could not retain fluid column when the clip delivery system (cds) was inserted. After aspirating to regain column, two more attempts to introduce the clip were made. With each attempt there was a loss of column. The cds was removed from the introducer and the sgc was aspirated to refill the valve. The sgc was not against any structures in the left atrium (la). A sheath dilator (8fr) was inserted to see if the hemostasis valve would remain compliant around a smaller device. It did not hold column. The sgc was removed and replaced. There were no issues with the replacement. The procedure was completed and the mr was reduced to grade 1. There were no adverse patient sequelae.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. The reported unexpected medical intervention was a result of case-specific circumstance as additional aspiration was performed. There is no indication of a product issue with respect to manufacture, design or labeling.